Event description:
Patient mom (B)(6) reported that patient had a reaction to the plastic in her peg tube and has been hospitalized since (B)(6). Patient fell and hit her head and had convulsions. Medical doctor felt reaction not related to sutent and will continue sutent once peg tube is removed.